Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10dec2018. (B)(4). No phone number provided. The field service engineer (fse) evaluated the device and reported the touchscreen was unresponsive. The fse calibrated the touchscreen which resolved the reported condition. The ventilator passed al testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator has a touchscreen failure. The customer reported that the ventilator has a touchscreen failure. The event date was not specified; estimate used.